Event description:
A malfunction alarm 30 was reported during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in loading a new cartridge, but the alarm recurred. As the issue persisted, it was decided to replace the pump, even though it was out of warranty. Meanwhile, the customer is using multiple daily injections while renewing the pump.